Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported issues with sensor glucose versus blood glucose differences. Customer stated he received elevated readings and continuously treated based on those elevated readings. Customer had to call ems to come to his home to treat him, but does not recall if he visited the hospital. Blood glucose value at the time of admission was low. Customer's current blood glucose reading was 190 mg/dl. Nothing further was reported.